Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports being unable to obtain a result due to an error on the active s system while customer was passed out. Caller treated the customer with a glass of orange juice and a piece of chocolate. Customer regained consciousness within a few minutes. Requested return of suspect device and replacement was sent.